Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported the peritoneal dialysis (pd) patient had been hospitalized from (B)(6) 2017 due to hypokalemia and subsequently went to a rehabilitation facility from (B)(6) 2017 as the patient was debilitated. Additional information and medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported the peritoneal dialysis (pd) patient had been hospitalized from (B)(6) 2017 due to hypokalaemia and subsequently went to a rehabilitation facility from (B)(6) 2017 as the patient was debilitated. Additional information and medical records were requested.

Manufacturer narrative:
(B)(4). Conclusion: although a possible temporal association exists between the liberty cycler and the patient experiencing hypokalemia with subsequent inpatient hospitalization; there is no supporting documentation to indicate a causal relationship. Additionally, there are no reported allegations against the liberty cycler and the patient¿s hypokalemic event. Based on the information available in the complaint file the etiology/causality of the hypokalemic event cannot be fully determined. Additionally, there is no known increased intraperitoneal volume (iipv) as a result of the ccpd treatment on (B)(6) 2017 with the liberty cycler.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) patient was hospitalized for hypokalemia from (B)(6) 2017. The patient subsequently required inpatient rehabilitation services from (B)(6) 2017 due to patient¿s debilitative condition (details of baseline status unknown). The head nurse at the rehabilitation center stated the patient was continuing on ¿alternate therapy with delflex 1.5%-2.5% low mg/low/ca pd solution¿. Reportedly, the patient recovered from the hypokalemic event and did not require any ¿dose adjustment¿.